Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with fortum injections (1 gram, route, frequency, and duration not reported), vancomycin injections (1 gram, route, frequency, and duration not reported), fluconazole injections (200 milligrams, once daily, route and duration not reported), and heparin injections (sos, dosage, route, and duration not reported) for the peritonitis event. It was not reported if the patient was recovering or was recovered from the peritonitis event. It was not reported if dianeal therapies were ongoing. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.